Event description:
It was reported that after preparation and during unpacking of the 3.5x20mm nc trek balloon dilatation catheter (bdc), the protective sheath could not be removed, and the protective sheath tore. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another 3.5x20mm nc trek bdc and a non-abbott stent implant were used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty removing the protective sheath was confirmed. The reported torn protective sheath was not confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Further assessment/investigation of this issue per site operating procedures is currently ongoing. Corrective and preventive actions to address this issue will be conducted as appropriate and the performance of devices will continue to be monitored.